Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device report 2 of 2: reference MFR report: 1627487-2012-09407. It was reported the patient has been occasionally experiencing a slight shocking sensation at the ipg site with changes in movement. The patient has been scheduled for an x-ray of the system to ensure proper connections. The patient is working with her physician to determine the next course of action.